Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was not getting adequate therapy due to lead migration. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the lead appeared to be tangled and fractured prior to procedure.

Event description:
It was reported that the patient underwent a surgery on (B)(6) 2021 and the lead was not able to be removed. The physician instead added another new lead. The patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.